Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak discovered during drain 3 of 4 of their pd treatment. The fluid leak was not discovered in the pump module area or on the external of the cassette. It was reported that an m31 air detected in cassette warning alarm occurred prior to the fluid leak, and no fluid was detected in or on the cycler. The film on the back of the cassette was not loose. The cause of the leak is unknown. It was reported that an alternate treatment option was available, and the patient will re-setup cycler to complete treatment. Additional details were provided through follow-up with the patient¿s pd registered nurse (pdrn). Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) confirmed being aware of the reported event. Per the pdrn the patient stated that they believed that the fluid leak was coming from the lines, but they were not completely sure if there was a hole or not on the line, or exactly where the leak was coming from the lines. It is unknown if there were any holes. The pdrn confirmed that the patient did not miss any treatment and was able to complete treatment on the day of the reported event on the cycler, since the patient was almost done with treatment when the fluid leak was discovered. Regarding samples availability, the peritoneal dialysis nurse (pdrn) stated that the patient contact mentioned that they were advised to keep them by the fresenius technical support; however, the pdrn was not completely sure if the samples are available or not. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: reynosa received 1 ea. Complaint product sample with lot number 23br08059 from the product 050-87216 on 09/29/2023 for inspection. The sample was received open without its original package. The complaint product sample was visually inspected and, during the visual inspection it was found a leak on the patient line due to a cut. After further inspection, no other problems were found. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The number of complaints per lot for the assigned symptom code was reviewed and it was determined that does not exceed the number to trigger (10) a quality event. Upon completion of the evaluation, the reported event was confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak discovered during drain 3 of 4 of their pd treatment. The fluid leak was not discovered in the pump module area or on the external of the cassette. It was reported that an m31 air detected in cassette warning alarm occurred prior to the fluid leak, and no fluid was detected in or on the cycler. The film on the back of the cassette was not loose. The cause of the leak is unknown. It was reported that an alternate treatment option was available, and the patient will re-setup cycler to complete treatment. Additional details were provided through follow-up with the patient¿s pd registered nurse (pdrn). Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) confirmed being aware of the reported event. Per the pdrn the patient stated that they believed that the fluid leak was coming from the lines, but they were not completely sure if there was a hole or not on the line, or exactly where the leak was coming from the lines. It is unknown if there were any holes. The pdrn confirmed that the patient did not miss any treatment and was able to complete treatment on the day of the reported event on the cycler, since the patient was almost done with treatment when the fluid leak was discovered. Regarding samples availability, the peritoneal dialysis nurse (pdrn) stated that the patient contact mentioned that they were advised to keep them by the fresenius technical support; however, the pdrn was not completely sure if the samples are available or not. Additional information was requested, however to date has not been provided.